Event description:
On (B)(6) 2024, the needleless injection cap was used. On (B)(6) 2024 at 20:00, during the patient's tpn (nutrient solution), it was found that a relatively large amount of fluid, about 10 ml, was leaking from the infusion connector. The infusion connector was immediately replaced and the patient was properly taken care of. No discomfort was caused. Later, the infusion connector was tested and it was found that there was indeed a leakage, which was reported to the head nurse.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation result: a mp1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 23085470. The feedback provided by the customer states that, "during the patient's tpn (nutrient solution), it was found that a relatively large amount of fluid, about 10 ml, was leaking from the infusion connector." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer's experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
No additional information.